Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and collimator cover were replaced and the collimator was aligned during the service call. The system was tested and found to be operational and put back into service.

Event description:
The customer reported that the 9800 system would intermittently reboot and the collimator cover was damaged. No patient injury was reported.